Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and undersensing. The lead was capped and replaced on (B)(6) 2023. The patient was stable before, during, and after the procedure.